Event description:
It was reported that the implantable pulse generator (ipg) was implanted using the micra introducer and delivery system. Approximately six days after implant, the patient removed dressing from the groin and noticed a lump in the right groin. Physician noted a 6 x 6 centimeter hard non pulsatile lump present. Ultrasound of groin revealed possible fistula. Cat scan (CT) of leg, diagnosed a right atrio-ventricular (av) fistula. The patient was hospitalized, and a false aneurysm superficial to femoral artery with evidence of communication between false aneurysm and femoral vein was diagnosed. The patient was treated with thrombin injection which revealed complete thrombosis and patent superficial femoral artery (sfa). Further evaluation confirmed that the false femoral aneurysm remained but was smaller. The patient remained on bedrest with compression bandage applied, and subsequent repeat thrombin injection. The ipg remains in use, and no patient complications have been reported as a result of this event. This patient is a participant in the (B)(6) clinical study.

Event description:
It was further reported that repeat thrombin injection was not performed. The patient had angiogram procedure. Subsequently, repair of ateriovenous fistula was performed. Follow up visit revealed that patient was healed and no further problems post repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).